Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left knee was revised. A triathlon 7x11 cs insert was implanted.